Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked past the plunger and venous return from the patient during use. The following information was provided by the initial reporter, translated from french to english: "leakage through the plunger rod and venous return from the patient. Declared to the ansm. Clinical consequences: none."

Manufacturer narrative:
H.6 investigation summary: upon visual inspection of the 1 sample received it can be observed damage on syringe barrel. That defective sample have barrel jammed that causes when stopper is passed on this point of damage it results distorted against barrel wall causing leakage. So this damage is the cause of the leakage. This damage has been caused in transference wheels of assembly or marking machine. A device history review was performed for lot 1907257, no deviations or non-conformances related to this issue were identified during the manufacturing process .final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Ten retained samples of lot 1907257 were used for additional evaluation. Upon visual inspection of these 10 samples, no damage or molding defect can be observed in any of them that could cause leakage. The stopper is correctly assembled to the plunger in the ten samples. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1. Visual inspection: molding: 2 injections per shift. Printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2. Functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. It was determined this incident occurred as a result of the product jamming in the transfer wheel of the manufacturing equipment. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked past the plunger and venous return from the patient during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "leakage through the plunger rod and venous return from the patient. Declared to the (B)(6). Clinical consequences: none".